Manufacturer narrative:
The concentrators were returned to invacare europe and evaluated. The investigation findings are: the concentrator with serial (B)(6) was functionally tested with a flow rate of 9 l/min for 5 hours. During the whole test time the concentrator was showing the green indicator light and therefore worked as intended. The concentrator was then also tested with flow rates from 1 to 7.5 l/min resulting in an oxygen level of over 95 % and was therefore working within the specification limits. The concentrator with serial (B)(6) was also functionally tested at 9 l/min for 5 hours and was always showing the green indicator light as well. The concentrator therefore worked as intended. The concentrator was subsequently tested with different flow rates and worked within the specification limits (94% at 5-7.5 l/min; 87% at3 l/min; 95.5 % at 1 l/min). Conclusion: the investigation showed that both affected concentrators worked within their specifications. Therefore, the reported faults could not be confirmed for either concentrator. We have been informed that the "death was due to progression of her underlying lung disease". We therefore assume that the concentrators did not cause or contribute to the incident and the patient died due to the previous health condition.

Event description:
Email received from UK customer, (B)(6) states: a respiratory nurse reported that the patient was discharged from the hospital with a irc9lxo2awq concentrator. The concentrator stopped working within 15 mins. The technician replaced the concentrator later that afternoon, and it failed again, and the patient had to be readmitted to the hospital, where the patient died. The clinician confirmed that the death was due to progression of her underlying lung disease.

Manufacturer narrative:
Invacare was made aware of an event that took place in the (B)(6) involving an irc9lxo2awq stationary concentrator which was manufactured by invacare (B)(4) in april of 2014. Invacare (B)(4) is no longer in business; therefore, this report is being filed under invacare (B)(4) where the concentrator's are currently manufactured. Invacare is filing this report because the irc10lxo2, made at invacare owned (B)(4) and sold in the us has been determined to be similar in design to the reported device. Invacare received information that "three concentrators were removed from patient¿s home". It appears the patient was running more than one concentrator in tandem to achieve a higher flow. The technician from (B)(6) reported visually checking each of the concentrators reporting: ¿two of the concentrators have no apparent issues, supplying a good level of purity supplied throughout.¿ ¿one concentrator after running to operating temperature starts to drop purity, eventually amber lighting with purity below 87.0%. - this concentrator had been previously repaired february 21. At that time the 4-way valve, and pe valve were replaced. This was followed by a successful 6 - hour test prior to release.¿ from the information provided we are unclear how and which concentrator allegedly failed at the time of the incident. The two concentrators that were reported as faulty by the patient's family will be sent back to invacare for investigation. The serial numbers confirm both concentrators were manufactured in april of 2014. We have requested further information about the incident and the oxygen concentrators in question. The platinum 9 oxygen concentrator is intended for individual use by patients with respiratory disorders who require supplemental oxygen. The device is not intended to sustain or support life. This safety relevant information can be found in the user manual as well: "danger! Risk of injury or death. This product is to be used as an oxygen supplement and is not intended to be life-supporting or life-sustaining. Only use this product if the patient is capable of spontaneous breath, able to inhale and exhale without the use of a machine. The user manual states; "do not use in parallel or series with other oxygen concentrators or oxygen therapy devices." If additional information is received a follow-up will be filed.

Event description:
Email received from (B)(6) customer, (B)(6) states: a respiratory nurse reported that the patient was discharged from the hospital with a irc9lxo2awq concentrator. The concentrator stopped working within 15 mins. The technician replaced the concentrator later that afternoon, and it failed again, and the patient had to be readmitted to the hospital, where the patient died. The clinician confirmed that the death was due to progression of her underlying lung disease.